Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a surgical procedure there was a loss of phacoemulsification power. The case was completed . There was no harm to the patient.

Manufacturer narrative:
The customer reported that the phaco handpiece lost phaco power during a procedure. There was no patient harm. The company representative visited the site to evaluate the handpieces. The system was not examined and there have been no further reports of phaco issues against the system from this site. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 12, 2011. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in with the system set at 100% ultrasonic and torsional power. The handpiece was connected to the dynamic tuning fixture (dtf) for stroke testing on the longitudinal and torsional movements which found the handpiece to meet product specifications per manufacturing test procedure (mtp). A review of the phaco handpiece data indicates there were (B)(4) procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The customer reported event was not able to be confirmed. The phaco handpiece, s/n (B)(4), was manufactured on july 8, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).